Event description:
Terumo Medical Corporation received the following information: It was reported that the 85cm Destination Slender was inserted and advanced without issue. After the case, the physicians attempted to pull the sheath out of the right radial artery and the patients radial artery spasmed and the sheath would not come out. The physician took his time to administer a radial cocktail, nitro paste, waited, and slowly pulled again. The sheath was about half out of the artery and broke due to the pulling of the sheath. The patient went to surgery to have the remaining portion removed. The physician stated after surgery that everything went fine. The procedure performed was a mesenteric procedure and there was no blood loss.

Manufacturer narrative:
A1: Patient Identifier: Requested, not provided. A2: Age & Date of Birth: Requested, not provided.A3a: Sex: Requested, not provided. A4: Weight: Requested, not provided. A5: Ethnicity: Requested, not provided. A6: Race: Requested, not provided due. D6a: Implanted Date: Device was not implanted. D6b: Explanted Date: Device was not explanted. E3: Occupation: Manager.The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.